Event description:
The customer reported etoposide leaking from the vent above the drip chamber. It is possible the vent cap is open during priming of the tubing. The nurses do not back prime but do use a circle priming technique. The customer provided information about circle priming of the set. This is a method to ensure closed delivery of chemotherapy. The rn hooks the end of the tubing to the port on the side of the adaptor spiked into the bag and primes the tubing back into the chemo line. Hence a circular priming method. The pharmacy department does not prime but does attach the adaptor to the set. The customer is positive the leaking is coming from the vent. There was no patient harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved. The customer complaint of set leaking from vent could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.